Event description:
Customer reported a connector had come off the interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the connector on the interconnect cable. System operates as intended.